Event description:
The customer reports that during a right hemicolectomy procedure, the device fired fine the 1st and 2nd firing, on the 3rd firing, the device did not fire. A new device was used and it fired malformed staples. There was some bleeding, could not quantify the amount. However, the pt did not require blood products. Surgeon over sewed the staple line to complete the case.

Manufacturer narrative:
Eval summary: the analysis showed that two sterile devices and three sterile cartridges were received. One device was open and tested for functionality and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition, one sterile cartridge was opened and loaded into the returned device and was tested for functionality, and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.